Event description:
Removal of 32 mm femoral head component replaced with 28 mm ceramic component. The 32 mm insert was eroded through superiorly with cocr hip ball rubbing on acetubalar metal rim. Broken screw also.